Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the enterprise stent (enf453712/10353622) was used to assist coiling, and after 30 minutes the enterprise stent deployed to assist coil,but it was found that the migrated to ica proximal portion by itself.

Manufacturer narrative:
(B)(4). It was reported that the enterprise stent (enf453712/10353622) was used to assist coiling, and after 30 minutes the enterprise stent deployed to assist coil, but it was found that the migrated to ica proximal portion by itself. Further information indicated that the stent was deployed at the site, and the stent migrated. The stent was not recaptured, since it was already detached in the patient. Besides the stent, microcatheters, coils, no other devices (balloons, reconstruction, etc.) Were utilized along with the enterprise stent. Prior to stent placement, a microcatheter was placed inside the aneurysm, and the stent was placed at an acute angle and in a tortuous vessel. The current patient condition was normal without any special symptom. The procedure was completed with another enterprise. No further information regarding the device, because it was implanted. The site was distal area and with a saccular aneurysm. No additional information was available. The device remains implanted and is not available for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10353622. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event of stent migration could not be confirmed, and based on the limited information it is not possible to determine if the vessel size was adequate for placement of the enterprise in this instance. Additionally, the history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Therefore, no corrective actions will be taken at this time. This report is for complaint #(B)(4).

Manufacturer narrative:
The stent was deployed at the site, and the stent was migrated. The stent was not recaptured, since it was already detached in the patient. Besides the stent, microcatheters, coils, no other devices (balloons, reconstruction, etc.) Were utilized along with the enterprise stent. Prior to stent placement, a microcatheter was placed inside the aneurysm, and the stent was placed at an acute angle and in a tortuous vessel. The current patient condition was normal without any special symptom. The procedure was completed with another enterprise. No further information regarding the device, because it was implanted. The site was distal area and with a saccular aneurysm. No additional information was available. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10353622. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.